Manufacturer narrative:
The reported event of noise on the atrial lead was confirmed. The complete lead was returned in five pieces. Visual examination found two external insulation abrasions breaching the outer insulation and exposing the outer coil. The cause of the reported event was was due to the exposure of the outer coil at the abrasion zone which were consistent with friction to another device or feature of the heart. All other damages were sustained during the procedure.

Event description:
It was reported that the patient presented to the hospital after hearing auditory tones from the pacemaker. Upon review it was noted that the atrial lead exhibited noise leading to oversensing and triggering auto mode switch episodes. The lead was explanted and replaced. The patient was in stable condition post-procedure.